Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the cartridge was filled with 220 units of insulin and that a cartridge alarm 01 occurred during the load sequence. A new cartridge was loaded to resolve the issues. Customer's blood glucose level was 95 mg/dl.